Event description:
It was reported that, after a hip surgery had been performed, the patient experienced an unknown adverse event, which was treated by performing a revision surgery. There it was noticed the r3 acetabular shell was not aligned. The patient is doing fine.

Manufacturer narrative:
H3, h6, h7, h9: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time, but the reported event was previously confirmed. A medical investigation was conducted and confirms based on the information provided, the disengaged liner could have been possibly related to the concomitant recalled shell. However, it is understood that over a year later, the shell is still implanted and functioning so it may not have been an affected product of the recall given the patient reportedly ¿bent over and felt a pop¿ which also supports the possibility of a lack of appropriate post-operative hip precautions. The patient impact beyond the reported revision could not be determined. No further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. The potential probable cause for this event is likely a manufacturing process error. As a result of the investigation, several process improvements were implemented related to training, process monitoring and in process inspection. In addition, containment and remedial actions were performed for the impacted finished product. We will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the information provided, the disengaged liner could have been possibly related to the concomitant recalled shell. However, it is understood that over a year later, the shell is still implanted and functioning so it may not have been an affected product of the recall given the patient reportedly ¿bent over and felt a pop¿ which also supports the possibility of a lack of appropriate post-operative hip precautions. The patient impact beyond the reported revision could not be determined. No further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.